Event description:
IV started in the patient's right hand with a 20g insyte. IV tubing connected to insyte and screwed onto the insyte. Suddenly the patient's hand was wet. I looked at the patient's hand and the tubing was separated. Defective tubing: the tubing came loose at the port. Materials manager was notified. No harm to patient.